Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/24/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/05/2014 with the following findings: the pump powers and was exercised for 24 hours with no reboot or loss of power duplicated. The battery cap is able to fully tighten and measures within specifications. The pump case was removed, no evidence of moisture contamination inside pump. Inspected battery terminal contacts, no evidence of intermittent contact. The black box shows no unexplainable power on reset events. There were multiple errors, alarms and warnings 054 errors were observed in black box following a loss of prime.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.